Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no specific complaint or a defect alleged from the customer. However, on inspecting the device, deficiencies were found to be impairing device function. It was found that there was a short circuit in the motor cable and the protective cap at the cable was defective and loose the resistance values of the keypad of the handcontrol set were out of specifications. Also the buttons of the keypad did not function due to the electrically defective cable. The motor cable, defective protective cap and the handcontrol set were replaced. The complaint device was cleaned, repaired and tested for functionality. So it can be concluded that the short circuit in the motor cable is the root cause for the identified problem of the buttons of the keypad not responding, however, given the information provided we cannot determine a definitive root cause for the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/13/2017 and passed all functional testing before being returned to the customer. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls had an unspecified malfunction and needed service/repair. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.